Manufacturer narrative:
H10: the actual devices were not available; however, a photograph and video of the samples were provided for evaluation. The photograph and video were visually inspected and a leak in the patient line was observed. The reported condition was verified on the actual samples. The cause of the condition could not be determined. Additionally, twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of 2 homechoice automated pd sets with cassettes leaked. It was further described as "the leak was generated by a small mark in the tubes through which the solution leaked". This was noticed during an unspecified step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.